Event description:
A malfunction was reported while the customer was changing the cartridge and sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction reappears.